Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer had symptoms such as feeling funny and treated with a manual injection. Customer's blood glucose value was unknown at the time of the call. Customer declined to troubleshoot for high readings. The drive support cap appeared normal. There were no leaks or air bubbles. There was a no delivery alarm that was resolved through troubleshooting. The product will be returned for analysis.